Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device also was unable to perform the occlusion test. The insulin pump was received with missing end cap sticker.

Event description:
The customer reported experiencing high blood glucose of 273mg/dl, and the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. No further info was provided.